Event description:
It was reported that the patient's left ventricular (lv) lead was suspected to be dislodged as evidenced by high pacing thresholds and loss of capture. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2015. 407652, lead, implanted: (B)(6) 2015. (B)(4).